Event description:
This supplemental report is being filed due to completed evaluation of this product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
It was reported that this system exhibited small r-wave measurements and over sensing of atrial fibrillation (af) when programmed to primary vector. Additionally, noise and over sensing resulting in inappropriate shocks with therapy exhaustion were observed in secondary vector. A boston scientific technical services consultant reviewed the device data and stated the issues appear to be due to a seal plug issue rather than air entrapment. An x-ray was performed and reviewed by the consultant. However, it could not be confirmed if the terminal pin was fully inserted in to the device header. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.